Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 163 mg/dl. Reportedly, there was no backup insulin therapy available to the customer. The customer declined tandem technical support follow up.